Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was found in safety mode. Upon interrogation, the observed codes were 0xc 0xc 0xc; technical services (ts) discussed that this suggests there was a memory error. It is unclear when the device entered safety mode. The device was not implanted and there was no patient involvement reported. Ts recommended device return for analysis.

Event description:
It was reported that this pacemaker was found in safety mode. Upon interrogation, the observed codes were 0xc 0xc 0xc; technical services (ts) discussed that this suggests there was a memory error. It is unclear when the device entered safety mode. The device was not implanted and there was no patient involvement reported. Ts recommended device return for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.